Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece. Visual, electrical and x-ray analysis was normal and no anomalies were found.

Event description:
It was reported that the patient presented for an implant. During the implant the patient's right atrial lead exhibited loss of capture. The right atrial lead was not used, and a new lead was implanted. Patient condition was stable post-procedure.